Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, an anterior capsule tear following laser assisted cataract surgery of the left eye. The laser portion was performed smoothly; the patients nucleus was divided into three, the anterior capsulotomy, and corneal incisions were performed. While inserting the lens the anterior capsule tear occurred at 12 o`clock. The surgeon indicates that the capsulotomy performed by the laser was not good and feels the laser contributed to the event. Additional information received; the patient is doing well post operatively. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.